Manufacturer narrative:
Received two (2) used 01c-smv3v2 for inspection. No defects or anomalies were noted. Each used 01c-smv3v2 was leak tested according to product specifications. There was leakage below the back check valve on one (1) of the returned sets. When the white 1o2 side port access buttons were depressed the valve opened as designed. When the 1o2 side port buttons were not depressed there was no air or fluid leakage past the valves. When the side ports were capped, there was no leakage on the second set with or without the side port buttons depressed. The reported complaint of leakage can be confirmed on one (1) of the used 01c-smv3v2. The probable cause is due to a bonding error leading to a channel leak. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave¿ connector generated a leak during patient use. The reporter stated, ¿leaking¿. It was also mentioned that the event was not detected before patient use and that the event occurred during infusion. Furthermore, it was also mentioned that there was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in therapy, no adverse operator consequences, and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. The device was in use for less than 2 hours. There was no patient harm reported. This is report one of 15.